Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 33 mg/dl at the time of the incident. The customer was driving at the time of the incident and hit their neighbor's car. The customer was at 287 mg/dl at the time of the call. The customer was given juice to treat. The customer was wearing the insulin pump during the incident. The customer stated that the pump stopped working. Troubleshooting was not completed for the low but was completed for the high. The customer woke up with a high the day after the low and they used manual injections to treat. The customer also reported a hospitalization due to high blood glucose in (B)(6) 2018. The insulin pump will not be returned for analysis.